Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stents deployed at unintended site. Device issue: dislodged stents. It was reported that the first pixels (2.0x8mm) was attempted for placement in the obtuse marginal (om) branch via a previously stented area; however, on attempted implant, was unable to cross. A second attempt was made with a second pixel (2.0x8mm) and failed to cross. Both pixels were found to have raised struts after attempted implant. Then a mini vision (2.0x8mm) was attempted and the stent came off the stent delivery sys. This 2.0x8 mm mini vision was post-dilated with a separate balloon. Another 2.0 x 8mm mini vision was attempted and resulted in the same situation as noted above. This 2.0x8 mm mini vision was also post-dilated within the om. A pixel 2.0 x 13mm was finally placed across the original lesion and dilated successfully. There were no complications post-procedure. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
The second rx mini vision 2.0x08mm indicated is being filed under the same MFR #.